Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a large sore underneath the lifevest. The sore was described as red and raw. The patient's physician dressed the sore with a bandage. The medical outcome of the injury is unknown.